Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. Replaced front bezel on ventilator. Performed the required test and verification according to the service manual. Unit passed all test. Unit is ready for use.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
It was reported that the ventilators navigation ring was not functioning. Reportedly, the values were jumping around on screen when making parameter change via navigation ring, touchscreen parameter changes good and green check is working. There was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair/service of the device have been unsuccessful.